Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently overestimated the amount of insulin needed, and delivered a larger bolus than needed to address a blood glucose (bg) level. Subsequently, the customer¿s bg level lowered to the 30s(mg/dl). The customer consumed carbohydrates to address bg level. Recommendation was made to consult with health care provider regarding diabetes management.